Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) after fixating twice, there was low pacing impedance and low to no current of injury. While the rvlp was covered in rv, it was noted that the helix was stretched under fluoroscopy. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.